Manufacturer narrative:
Stryker received information that there was patient involvement in the reported event. The patient was successfully resuscitated, but the taken away by another healthcare provider. Final patient outcome is unknown. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device was not analyze rhythm. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate or verify the reported event. Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6).

Event description:
The customer contacted stryker to report that their device was not analyze rhythm. In this state the device may not be able to deliver defibrillation therapy if needed.there was no report of patient use associated to the reported event.